Manufacturer narrative:
(B)(4). The reported condition was resolved over the phone and a swap of the device was not necessary. A follow-up report will be submitted upon the completion of baxter's quality review.

Manufacturer narrative:
(B)(4). Based on available information the assignable cause for the reported issue was determined to be use error. The current labeling for the homechoice/homechoice pro apd systems patient at-home guide for the reported issue was found to be sufficient. A service history review was done and no issues were identified that may have contributed to the issue of increased number of cycles. The previous return of the device was not for any issues related to increased number of cycles. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A home patient (hp) contacted global technical service (gts) regarding 65 cycles instead of 4 on the home choice (hc) during fill. Gts advised the hp to perform continuous ambulatory peritoneal dialysis (capd) until the peritoneal dialysis registered nurse (pd rn) could be reached. Gts advised the hp to contact the pd rn. On (B)(4) 2011, product surveillance received a callback from the hp's nurse who confirmed the programming issues were all taken care of. The nurse stated technical support assisted her to resolved issue. No patient injury or medical intervention was reported.